Event description:
During the procedure, the physician encountered difficulties advancing the guidewire of the pulsed field ablation catheter. Upon removal of the catheter, fragments of cardiac tissue were observed adhered to the guidewire. No additional details were provided by the physician. Prior to insertion of the pulsed field ablation catheter, during irrigation, air bubbles were detected within the non-(B)(6) system. The (B)(6) team indicated that these bubbles would be eliminated through continued irrigation outside the patient for a period of time. At the conclusion of the procedure, the patient exhibited delayed emergence from anesthesia. Despite repeated efforts by the anesthesiologist, the patient regained consciousness with marked weakness on the left side of the body, affecting the arm, hand, and leg. The patient remained under observation and subsequently demonstrated partial recovery of motor function. The physician expressed suspicion of a cerebrovascular event and planned further diagnostic evaluation. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).